Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -11.5/1.5/111 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was removed due to excessive vault. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
B4: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted at a later date. Cause of the event is unknown. The problem was resolved UDI: (B)(4). Device evaluation: the lens was returned dry in a microcentrifuge vial with residue on lens. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted at a later date. Cause of the event is unknown. The problem was resolved.